Event description:
Allegedly the patient was suffering from hip pain. Mr. (B)(6) decided to revise the conserve bfh and cup and modular neck. The pro femur l stem was left in situ. A new ar8 short neck was implanted along with a depuy pinnacle cup with poly liner. Mr (B)(6) stated that the pain was caused by wear due to subluxation and edge loading.